Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, the illumination lamp was not bright. The system was rebooted to resolve the issue.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on september 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming xenon lamp. The manufacturer internal reference number is: (B)(4).